Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the middle port prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that there was tpn (total parenteral nutrition) solution leaking into the outer pouch. A visual inspection of the returned sample was performed, and it was also observed that there was a small amount of tpn leaking into the outer pouch. Functional testing of the sample was performed, and it was noted that there was a leak from the administration port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.